Event description:
The customer reported that approximately 1 pint of bloody fluid had leaked from the coulter lh 750 hematology analyzer during startup post service; the instrument also generated diff vote outs the leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak and diff vote outs. Upon further inspection he discovered that the sample line from the t-fitting of the mix chamber to the flow cell had disconnected. The fse replaced the tubing resolving the leak and diff vote outs. (B)(4).